Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a zelante thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were microscopically and visually inspected. Blood was present inside the device and 200ml of blood in the attached waste bag and the boot was full of fluid, when received. Inspection of the device revealed that the shaft was severely kinked 24cm distal of the strain relief. The device was placed in the x-ray to inspect the hypotube at the location of the kink, when it was revealed that the hypotube was separated. The separated ends of the hypotube were ovaled, indicating that the hypotube was kinked prior to separation. The shaft was kinked causing the hypotube to become kinked and separated. When the hypotube is separated, the device will not prime and the console will continue to try and prime the catheter, causing 'check saline supply' error to display on the console and the device not to prime. When the device will continue to try and be primed, the boot will fill up with fluid and eventually leaking out the manufactured vent hole if too full, making it appear that there is a leak at the pump site.

Event description:
Reportable based on device analysis completed on 02-november-2020. It was reported that the pump boot was leaking. An angiojet zelantedvt catheter was used in a thrombectomy procedure. During preparation, it was noted that the catheter was leaking at the bulb. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a hypotube break.